Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to contamination on the objective lens, the monitor displays a white screen with no image. The most probable cause was traced to a component failure. The most probable cause of contamination was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white screen with no image and contamination on the objective lens. There was no patient involvement.